Event description:
It was reported that during a right hemicolectomy procedure, the surgeon reported that the trocar leaked gas and pneumoperitonium was being lost when an 11mm scope was introduced. When the scope was removed, this leaking stopped, but when the scope was introduced again, gas could be heard leaving the universal seal of the trocar. The decision was made to open another bladeless port, and this worked as anticipated. Procedure prolonged 5 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.